Event description:
It was reported to philips that the device will alarm the patient circuit and unable to turn off unit while in use. The device was in use at the time of the event. The ventilator was swapped out at the time of the event with no report of adverse impact/harm to the patient or user. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that error codes were in the significant event logs. The rse advised it was suspected to be a possible failure in the power management (pm) pcba or motor controller (mc) pcba. The caller stated they have a spare pm pcba and are going to swap out to see if it resolves, but requested a new pm pcba and mc pcba be ordered and shipped to their location. A good faith effort was made and the customer stated that replacement of the pm pcba resolved the issue. The device passed testing, returned to functionality, and was returned to service.